Event description:
Received call that the device mechanism on the head section of the bed had broken. The caregiver broke their hand while improperly trying to elevate the head section of the bed. Another caregiver strained their back while trying to assist.